Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis of provided data confirmed the event. - on (B)(6) 2025, at 06:44 a right ventricular auto threshold is performed. - during the rvat, 2 pvc (premature ventricular contraction) are present, and another pvc at the end of the rvat is present. Then the ventricular rhythm is accelerated. A vt started around 165 bpm. As per programming, this vt is not treated (vt < 170 bpm) the device has already been re-programmed on (B)(6) am with lower vt zone. As rvat is in ¿monitoring¿, it may be considered to be switched it to off. It should be noted that the device re-programming remains the physician¿s decision. In literature, rare case reports indicate pacemaker-mediated tachycardia and ventricular arrhythmias may be associated with the use of this kind of algorithm. Based on available data, no issue is suspected on the device.

Event description:
On (B)(6) 2025 the patient was hospitalised with an arrhythmia which was not treated by the ICD. Normal rhythm was restored by medication. On 6:44 the first of many episodes was stored. The ICD is programmed to vvi 40. Prior to the onset of this episode there is v pacing. Was this dure to autothreshold? Do you deem the autothreshold as pro-arrhythmic? Do you have any recommendations for reprogramming?